Event description:
It was reported that during a coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a non-calcified, moderately tortuous mid right coronary artery. The 8mm x 4.50mm nc quantum apex balloon was used for post-dilatation following the placement of a non-bsc stent. The balloon was initially inflated to 18 atms but ruptured upon second inflation to 18atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).